Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Two events were reported for this quarter. Two devices were not available to stryker for evaluation. There were no remedial actions taken. This device is labelled for single-use. Blades discarded by customer.

Event description:
This report summarizes 2 malfunction events in which the device broke during use. There was patient involvement. Two events occurred during a total hip procedure. There was no patient impact.